Event description:
It was reported that the customer experienced low blood glucose levels today. The caller stated that the customer noticed the end cap had popped off, and he pushed it back into place while being connected to the infusion set. The customer received a large amount of insulin, and his blood glucose went low. The customer did not tell his mother, but he treated right away because he felt the insulin being injected into him. Advised the mother that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with a detached end cap and a scratched display window. Drive support disk was inspected and no anomaly was noted.